Manufacturer narrative:
Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that error e226 was displayed and a sandstorm-like image appeared on the flex deflectable videoscope. The reported issue occurred during a therapeutic umbilical hernia procedure while the device was outside the patient during sedation. The cause of the malfunction is unknown. The procedure was completed using an olympus back-up device. No serious injury or adverse patient effects were reported.